Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an occasional blackout image. The event occurred during inspection for use. The procedure was completed using similar device. There were no reports of patient harm.